Event description:
It was reported that the o2 concentration reading was higher than set level. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported high o2 concentration could not be duplicated. A damaged cable for o2 cell was replaced but not returned for investigation. The ventilator then passed functional and pre-use checks and was cleared for clinical use. The evaluation of provided device logs confirms the reported event. The logs showed that the ventilator alarmed for high and low o2 concentration. Alarms for high o2 concentration are generated when the o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for low o2 concentration are generated when the o2 concentration becomes lower than the lower alarm limit which is set value -5 vol%. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks were passed without remarks. The root cause of the issue with o2 concentration has not been determined but the damaged cable for o2 cell may be a contributing factor. The o2 cell is only used for measuring and will not affect ventilation.

Event description:
Manufacturer's ref #: (B)(4).